Manufacturer narrative:
Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv)pacing lead due to occlusion, and being upgraded to an ICD lead. There was a right atrial (ra) lead, a left ventricular (lv) lead and a second rv lead present in the patient as well, but were not targeted for lead extraction. Multiple spectranetics devices along with concomitant devices were in use during the procedure: spectranetics 14f and 16f glidelight laser sheaths, tightrail rotating dilator sheath, lead locking devices (lld's) and cook medical evolution device. During the extraction attempt, the physician reportedly used a 14f glidelight first. Due to stalled progress, he then used a cook evolution device, followed by an 11f tightrail device, and lastly a 16f glidelight device. The physician was able to free the helix of the lead, and significant adhesions were noted on the end of the lead. He attempted to pull the lead back through the glidelight device in order to remove it. However, as he was pulling the lead back, the end of the lead flipped around, but ultimately was successfully removed. After the rv lead was extracted, the patient's blood pressure dropped. Rescue efforts commenced immediately, including sternotomy. Perforations to the superior vena cava (svc) and to the right atrial appendage were discovered (please see MDR 1721279-2020-00054 which captures the right atrial appendage injury, in which the lld was used as the traction platform to aid in lead removal). Interventions were successful and the patient survived the procedure. The physician could not be certain, but thinks that the tightrail or the evolution devices may have caused or contributed to the svc tear. The physician believes that the helix of the rv lead actually tore the atrial appendage when it flipped around during lead removal. This report captures the tightrail device, which the physician believes may have caused or contributed to the svc tear found during rescue.